Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was residual air in the pump. Blood glucose (bg) was 250-300 mg/dl and a bolus via the pump was delivered to address bg. As the customer did not contact tandem technical support at the time of the event, a cause of the air could not be determined.